Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient previously contacted fresenius during the treatment to report that the cycler was alarming with the m65 scale reading error during dwell 2 and 3 of 5 of treatment and had been noisy during setup and dwells for the past month. The patient continued the treatment after the first phone conversation. The patient additionally reported during the second phone conversation that the machine alarmed with the m31 air detected in cassette alarm in dwell 3 of 5. It is unknown at which point in therapy the leak may have begun. The patient stated that the fluid leaked from the cassette door of the cycler on the pump domes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date a response has not been received. It was not initially reported that the patient developed any symptoms, experienced any adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient previously contacted fresenius during the treatment to report that the cycler was alarming with the m65 scale reading error during dwell 2 and 3 of 5 of treatment and had been noisy during setup and dwells for the past month. The patient continued the treatment after the first phone conversation. The patient additionally reported during the second phone conversation that the machine alarmed with the m31 air detected in cassette alarm in dwell 3 of 5. It is unknown at which point in therapy the leak may have begun. The patient stated that the fluid leaked from the cassette door of the cycler on the pump domes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date a response has not been received. It was not initially reported that the patient developed any symptoms, experienced any adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and failed the go/ no go check and the load cell verification tests due to the heater tray touching the front panel side. The heater tray was adjusted to continue testing. The cycler underwent and passed a system air leak test and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 02/18/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.